Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (highest of 380 mg/dl, and lowest of 58 mg/dl). Reportedly, the customer was unsure of the cause of the fluctuating bg levels, but was working with health care provider (hcp) on correcting the issue. Additionally, the customer stated that the bg levels could be due to the settings needing adjustment, the customer switching from novolog to humalog per prescription from the hcp, and the customer's body becoming more or less insulin resistant. To treat the low bg level, the customer consumed juice, and a correction bolus was delivered to address elevated bg level.